Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 205, 171 and 161 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 198 mg/dl and 191 mg/dl using truemetrix meter.the product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 205mg/dl (B)(6) 2017 07:39 pm fasting:yes, 171mg/dl (B)(6) 2017 12:27 pm fasting:yes, 161mg/dl (B)(6) 2017 12:26 pm fasting:yes, 147mg/dl (B)(6) 2017 11:19 pm fasting:yes, 131mg/dl (B)(6) 2017 08:58 pm fasting:yes. Memory concerns: customer is concerned with all fasting results obtained.